Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during an open atfl procedure, after a qfix 1.8 mini suture anchor was deployed and the inserter was removed from the bone hole, the suture was broken. The insertion site was cleared of all debris. The procedure was resumed using an equivalent s+n back up. It is unknown if there was a delay, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The anchor was not returned. A partial suture was returned. There is a frayed break at one end of the suture. The edge of the insertion device tip is deformed with a black debris on it. The black debris also appears on the distal edge of the outer tube. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that suture strength requirements are specified. A certificate of analysis is required with each shipment verifying suture diameter & knot pull suture strength. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force or contact with a sharp grasper/instrument). Based on this investigation, the need for corrective action is not indicated.